Manufacturer narrative:
No product returning for evaluation. Should new information becomes available, a supplemental form will be submitted.

Event description:
It was reported that the customer had low blood glucose levels (65 mg/dl). Customer was in the hospital for procedures related to her cystic fibrosis. Customer drank two cups of orange juice to stabilize her blood glucose levels.